Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate readings on her one touch ultralink meter. The patient mentioned that she had been obtaining readings varying from 100 points from one another for the past 3 weeks. She does not recall the exact readings; however, claimed the readings are less than 20 minutes from one another. On (B)(6) 2011, she obtained 258 mg/dl and then took 3.30 units of insulin and approximately 2 hours later, she developed symptoms of vision problems and was shaking. She tested her blood glucose and obtained a 40 mg/dl and had to self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, he later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.